Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode rings 5-6, 8-10, and 12 were displaced and all splines of the paddle were noted to be deformed. The paddle material was dissected and conductor wires 5, 8-9, and 12 had been fractured proximal to the weld joint on electrode rings 5, 8-9, and 12. The wire was protruding from the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.